Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four events were reported for this quarter. Two devices were received for evaluation. Two devices were available for evaluation but have not yet been received. One event was confirmed during testing; the device was found to have pin shavings in the device. One device evaluation is in progress. One device was repaired and returned to the account. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 4 malfunction events in which the device was shedding metal debris. There was no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device was shedding metal debris. There was no patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 2 previously reported events are included in this follow-up record.   Product return status: 2 devices were received for evaluation. 1 device was received for evaluation. Evaluation status: 1 reported event was confirmed during testing. 1 device was found to be affected by metal shavings. 1 reported event was not confirmed during testing; however: 1 device was found to be affected by corrosion. 2 devices were not labeled for single-use. 2 devices were not reprocessed and reused.